Event description:
I am a first time contact user, my optometrist told me that I needed to use clear care eye solution and failed to mention that there was hydrogen peroxide in it. When they trained me to put my contacts in, it was with regular saline and they told me to always rinse the contact off with the solution. I bought the clear care and followed the instructions of leaving it in the container for 6+ hours. I thought that was just for proper cleaning and the next day I pulled the contacts out of the holder and squirted some clear care solution directly onto them as I had been instructed to do so. I tried to put one contact in my eye, thank god it didn't make it all the ay in! My eye immediately started burning intensely. I flushed with water multiple times and it is still burning. I then looked up online and realized that there was hydrogen peroxide in the solution and it was not intended to be used that way. This solution needs better packaging. I am not sure if I have damaged my eye, it is extremely red and burning. Very disappointed that my optometrist failed to mention this, upset that the packaging is not better to warn against this, and in myself for not reading every single word on the box it came in. Route: into the eye. Diagnosis or reason for use: clean my contacts. Is the product compounded: no. Is the product over-the-counter: yes. Event abated after use stopped or dose reduced: no.